Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of birth - 1936 event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported that patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient was revised (B)(6) 2016 due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay this reported event is not reportable as the revision was of competitor product.